Event description:
A healthcare facility in (B)(6) reported that when a vadi heated expiratory filter not manufactured by fisher & paykel healthcare (fph) was used in a setup including a fph's mr850 respiratory humidifier, the humidifier would alarm and stop heating. This was reported to have occurred in numerous occasions prior to the date of report to fisher & paykel healthcare. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is not available for evaluation by fisher & paykel healthcare. We are currently waiting for further information to be provided by the customer regarding the complaint device (mr850 respiratory humidifier). We will provide a follow up report upon completion of our investigation using the information provided. A lot check could not be completed as no lot number was provided.